Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus china checked the subject device and the mother board was faulty. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that the equipment in question has been less than two and a half years since it was manufactured, and aging of the parts is unlikely. Therefore, it is assumed that a e117 failure has occurred due to accidental failure of the motherboard.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from loaner of olympus that during the unspecified timing, the e117 error occurred. It was reported that the complaint did not occur during the use of the hospital. There was no repair record of the subject device. There was no report of patient injury associated with the event.